Event description:
It was reported that during an unk procedure the sleeve of the trocar broke off. As the trocar was being removed from the pt it was noticed that a piece was missing. It is believed to be left in the pt. Device was discarded.

Manufacturer narrative:
Date sent: 04/2/2008. Info is unavailable; device was not returned for evaluation.